Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips of the er420 malformed. The case was completed by using another instrument. There was no pt consequence.